Event description:
I was sitting in my car about to leave to go to the store when my internal ICD gave a needed shock. After the therapeutic shock it proceeded to then give an additional 35 more un-therapeutic shocks. My ten year old child called for an ambulance where I was taken to (B)(6) hospital. A magnet was placed on my chest to stop the device from delivering shocks. Biotroniks was called to shut the device off, I was so terrified the emergency room dr put me to sleep in order for the technician to be able to cut it off. I was transported the next day to (B)(6) where I underwent surgery to perform a laser lead extraction and replacement of the device. After the surgery I had to have a chest tube put in because I had a 20% collapse of my left lung. Total hospitalization was 5 days. I was in excruciating pain and paralyzing fear. Even now at home I¿m having trouble with everyday task due to the fear of this happening again. My children watched the device shock me over a dozen times. I am unable to return to work at this time due to fear as well as physically healing. This was the first time my device administered a shock in five years I have had it. I have been paced out of dangerous arrhythmia but never shocked. My device still had 70 percent battery and I had an echocardiogram performed several weeks before this happened, as well as a nuclear stress test. I was also hospitalized overnight on (B)(6) exactly a month before because my heart enzymes was slightly elevated.